Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and found the error in log file was most probably caused by pedal taping. The res advised to replace the footswitch and suggested troubleshooting steps. Review of log file stated that potential filament shorted to cathod. As there was no further information received from the customer, further the issue did not reoccur the device was working fine. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that x-ray was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.